Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy. Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c, rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running, so did not stop therapy before calling in (B)(6). Follow ups complete. Additional information will be added to the record if and when additional information has been received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy (pr# (B)(4). Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.